Event description:
It was reported by the customer during inhouse inspection, that the cardiosave intra aortic balloon pump had fault codes (fault in datacenter that causes a system shutdown) / fault # 124 (pneumatics generated system failure)displayed. There was no patient involvement.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) verified 106 and 124 in logs. Suspected front-end board contact failure. Front-end board replaced ((B)(4)), operation training conducted. All functional and safety checks meet factory specifications and have been returned to a usable condition. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) with a reported unit failure of error codes # 106, 124. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1164 pcb, front end, rohs serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the front-end board to factory specifications per procedure number (B)(4) revision f and the cardiosave service manual part number 0070-00-0639 revision r. After 8 hours of run time, the fat dept. Could not confirm the complaint of error codes 106 and 124 in the fault journal. The board passed testing. Retaining the board in the fat dept. Per procedure number (B)(4) rev. Au.